Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was concerned that pump was attempting to deliver a bolus that was larger than expected. Tandem technical support verified that the customer had accidentally entered 119 grams of carbohydrates instead of 119 (mg/dl) for the blood glucose value. Reportedly, the customer did not deliver the bolus calculated. The customer reported there was no impact to the customer's blood glucose level.